Event description:
It was reported that patient underwent shoulder arthroplasty utilizing custom made implants on (B)(6), 2012. During the procedure, the corolla was implanted and the glenosphere could not be assembled with it. The corolla was removed from patient and several attempts were made to assemble the corolla and glenosphere on the back table. The surgeon was able to assemble the components; however, the corolla had to be cemented in the patient as the base was damaged during the attempts at assembly. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00653).